Event description:
The report received indicated that a (B)(6) male with a history of a previous percutaneous intervention in 2006 and also suffered a transient ischemic attach three months earlier. The target lesion was the inner carotid described only as "plaque-rich" with 85% stenosis. The pt was on anticoagulant therapy medications but the detailed info is not available. The stent was delivered to the target lesion and post-dilation was conducted. After post-dilation, angiographic image showed a significant reduction of blood flow. Aspiration was successfully performed to improve blood flow. The physician stated the pt's transient unconsciousness and restlessness was the result of the clogged filter and not a malfunction of the filter. There was no treatment of intervention for the transient unconsciousness and restlessness and the procedure was completed successfully.

Manufacturer narrative:
This product is distributed outside of the united states. However, it is similar to the same product distributed in the united states. Please note that code represents transient unconsciousness and restlessness. Additional info will be submitted within thirty days upon receipt.